Manufacturer narrative:
Correction: addl device involved in this event: heartware ventricular assist system-pump: serial# unk model #1104 / exp. Date: unknown UDI#: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer, mfg. Date: unknown, labeled for single use: yes, (B)(4). Product event summary #two hvad pumps with unknown serial numbers were not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pumps; therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pumps from performing as intended. Review of the manufacturing documentation could not be performed since the pump serial numbers are unknown. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died due to hypoxic brain damage with concomitant brain edema. No further information has been reported.